Manufacturer narrative:
The lens and the qualified company cartridge were returned, inside the opened lens carton, along with the disassembled lens case. Only one half of the optic was returned in the lens case. Solution was dried on the lens. The area of one haptic was observed, to the broken in the haptic/optic junction. The broken haptic was not returned. The second haptic area of the lens could not be evaluated, due to other half of the optic was not returned. The returned optic portion had no additional damage. The used qualified company cartridge has an insufficient amount of viscoelastic. The tip has stress marks. The cartridge has evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain test was conducted with acceptable results. Viscoelastic information was not provided. It is unknown, if a qualified viscoelastic was used. The root cause of the reported complaint, may be related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed, in the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials management reported that during an intraocular lens (iol) implant procedure, a torn capsule was discovered. Additional information was provided indicating that there was patient contact and that the procedure was completed. The patient¿s issues have resolved.